Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and were hospitalized. The office manager called the patient to inquire and was told by the patient¿s father that the patient had been admitted to the hospital for a possible infection. It was not clear as to where the infection site was. The office manager said they would contact the manufacturer representative (rep) when additional information became available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.